Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated lead revision procedure, the right atrial lead was discovered to have dislodged. The lead was capped and the device was reprogrammed to vvi mode. The procedure was completed successfully. The patient was in stable condition post surgery.